Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported patient said statlocks were coming off, cleaning area with alcohol wipe and put statlock on and taking backing off but come straight off went through 3 last night. Per follow up information received via ibc on 08jul2024, stated that there was no injury or infection to the patient.

Event description:
It was reported patient said statlocks were coming off, cleaning area with alcohol wipe and put statlock on and taking backing off but come straight off went through 3 last night. Per follow up information received via ibc on 08jul2024, stated that there was no injury or infection to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.